Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient acquired an infection post implant. The patient was given IV antibiotics and the device was explanted. Follow up report indicated that the patient was discharged from the hospital and is recovering.